Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints did not identify an increase in complaint activity for the issue for lot 73572ud00. The ticket trending review did not identify any trend regarding commonalities for lot number 73572ud00 and issue. A device history record review did not identify any related nonconformances, potential nonconformances or deviations associated with lot number 73572ud00 and complaint issue. A field data review was used to assess the performance of the alinity I total b-hcg assay using worldwide data. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labelling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I total b-hcg reagent lot number 73572ud00 was identified.

Event description:
The customer observed a false positive alinity I total b-hcg result for one 16-year-old patient. The sample was repeated with negative results. The following data was provided: processed on (B)(6) 2025 sid (B)(6) initial result = 49.29 repeat = negative repeated again = negative. Another sample from the same patient = negative no impact to patient management was reported.

Manufacturer narrative:
Complete information for section a1 patient identifier is sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive alinity I total b-hcg result for one 16 year old patient. The sample was repeated with negative results. The following data was provided: processed on (B)(6) 2025 sid (B)(6) initial result = 49.29 repeat = negative repeated again = negative. Another sample from the same patient = negative no impact to patient management was reported.